Event description:
It was reported to philips that the device experienced a power failure coincident with the device repeatedly shutting off. There was no reported patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a power failure coincident with the device repeatedly shutting off. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered that the pins on the battery pca were corroded and needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin j7 was broken off/missing. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j6 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device powered on without further issue. The device remains at the customer site and no further investigation or action is warranted. The reported problem was verified during visual inspection. J1 pin 6 is bent.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the device experienced a power failure coincident with the device repeatedly shutting off. There was no reported patient involvement. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin j7 was broken off/missing. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j6 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective.